Manufacturer narrative:
(B)(4). Date sent: 5/19/2020. D4: batch #t94p8a. Investigation summary: the device was received with the electrode ceramic detached as one piece returned. Upon visual inspection under magnification, it was noted that the ceramic was partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. The device was tested on the generator, which resulted in the ¿close jaws on tissue and reactivate¿ alert screen. This is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message three times. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. There is insufficient evidence related to what caused the damage on the device.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was received: the surgeon removed the missing piece via the trocar. The sales rep returned the missing piece too. The patient is stable.

Event description:
It was reported that during a total laparoscopic hysterectomy, the jaws were broken after the device was used for one hour. The broken piece was retrieved via the trocar. The device was used on the scarred tissue. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.